Manufacturer narrative:
The patient's concomitant medical and therapy dates are unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described by the patient as "shocking") from her ipg. As such the patient was advised to turn the stimulation off. Follow-up information revealed the patient underwent surgical intervention wherein the device was explanted (date unknown).

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-07772. Additional information revealed the patient underwent surgical intervention wherein the lead was also explanted (date unknown). The lead has been added to this report as a new device (device 2).